Manufacturer narrative:
All three arms of the 4-way patient line stopcock were cracked. This damage precluded leak testing. This type of damage is likely attributable to improper use of cleaning solution. After cleaning with alcohol, the connectors should be allowed to air dry completely prior to connecting the drainage bag. This will avoid possible cracking of the connectors, as noted in the instructions for use that accompany the product. Also note that alcohol is the only permissible cleaning agent for use on the connectors of this product. The reported event stated that the package was broken preoperatively, however proteinaceous debris was used with a patient. A review of the manufacturing records showed no anomalies. No impact to the patient was reported.

Event description:
It was reported to medtronic neurosurgery that during the test before the surgery, the doctor found the package broken. It was noted by medtronic neurosurgery laboratory personnel upon product return that the 4-way patient line stopcock was cracked.